Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this left ventricular (lv) lead was explanted and replaced due to a product performance issue. Attempts to obtain additional information from the field were unsuccessful. To date, this lv lead has not been returned to boston scientific's post market quality assurance laboratory for analysis.